Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implant attempt, the physician reported an irregular bend to the lead near the proximal electrode. The physician indicated that the lead was taken out of the package, and soaked in saline. After inserting a stylet into the lead, the physician attempted to insert the lead into into an introducer. However, the lead was unable to be advanced inside the introducer. When the physician checked the lead tip, the bend to the distal section of the lead was noticed.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During an implant attempt, the physician reported an irregular bend to the lead near the proximal electrode. The physician indicated that the lead was taken out of the package, and soaked in saline. After inserting a stylet into the lead, the physician attempted to insert the lead into an introducer. However, the lead was unable to be advanced inside the introducer. When the physician checked the lead tip, the bend to the distal section of the lead was noticed.